Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided the reported inability to cross the septum is the result of patient anatomy. A conclusive cause for the reported inability to curve and straighten the steerable guide catheter (sgc) cannot be determined. The reported kinked sgc is a result of the inability to cross the septum. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to be straightened. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted vessel tortuosity and prolapse posterior. A steerable guide catheter (sgc) could not cross the septum into the right atrium due to vessel tortuosity and the sgc became kinked. The sgc was removed from the patient, and another test of the +/- knob was performed. However, the guide would not curve or straightened as intended. The sgc was replaced with a new sgc to successfully complete the procedure. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.